Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot number pbm558 / w3230, and no non-conformances related to the reported complaint condition were identified. Investigation summary: visual analysis of the returned sample revealed that one opened sample, of product code w3230, was received for evaluation. After investigation of the sample short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. The short insertion has been correlated to the manufacturing process due to this defect is caused because the suture was not properly inserted inside of the needle barrel hole resulting in a pull-out defect. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the short insertion was identified during the investigation of the sample received. Additional information was requested and the following was obtained: please provide procedure date: (B)(6) 2021. Please provide event date: (B)(6) 2021. The following information was requested, but unavailable: please provide procedure name. Please clarify how the procedure was completed.

Event description:
It was reported that a patient underwent an unknown on (B)(6) 2021 and suture was used. During the procedure, the suture was opened in the operating room and as it was taken out of the packaging, it was noted that the needle was not on the strand. The device was not used on the patient. There were no adverse patient consequences. Upon evaluation of the returned device, short insertion was found.